Event description:
Customer reported the pt was put into a chair and being monitored by unit. Pt got up from the chair and was found sitting on a pillow next to the chair yelling for help. Pt was helped into bed and a new bed alarm was put on the bed and checked as working. The one on the chair failed to alarm, but was still set upon eval. The batteries have been replaced in the unit and it continues to make no sound with any light. Talked with the pt's wife, supervisor, and md; no injury noted. There was no injury to pt.

Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. The user facility has elected to sequester the reported product. Note: the submission is based solely on the user facility reported statement. Note: instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Reference user facility report# (B)(4).